Event description:
Adverse event(s): "flap too thin" (eye injury). Product problem(s): "no problem with the product" (no known device problem [shunt]). A user facility reported that a shunt was not used on a patient whose "flap was too thin". It was reported that there was no patient contact. In a f/u, the nurse explained that the pt's tissue was determined to be too thin so the procedure was converted to a traditional trabeculectomy. She also stated that there is no problem with the product. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested on 06/15/2010, 06/17/2010, and 06/21/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).